Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "it's very swollen and the underside of the breast is different, something is changing, a mass. Sometimes feels pain at the bottom" and "believes it to be a rupture." The device remains implanted.